Event description:
It was reported that during implant attempt, there were sensing difficulties. The pocket was closed and the doctor decided to reopen it to check the connections. Both leads were moved to try to eliminate the sensing issues with no success. This device was replaced and not used. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies found.